Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with a picture of an arrow pointing to an open book. Customer stated that the insulin pump displayed the insulin flow blocked alarm, then the screen went dark and they were unable to clear the error, they had tried to change the battery out but now the insulin pump screen was currently black with the medtronic logo on the screen. The customer reported the frozen display. Customer was not getting a response from any button and the pump was only vibrating, with no changes on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to verify frozen screen, delivery or keypad anomaly and download due to download anomaly.